Event description:
The customer reported that the system displayed an a/d channel 14 failure. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.